Manufacturer narrative:
(B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with one intact clip remaining. One broken clip was also returned loose. The cartridge and clips were visually examined with and without magnification. Visual examination revealed that the broken clip was broken in half at the hinge. The broken clip appears used as there was biological material present on the sample. Functional inspection was performed on the one intact clip remaining. The clip was able to successfully load into a lab inventory clip applier. The clip was also able to properly fire onto over-stressed surgical tubing with no issues. No defects or anomalies were observed with the returned intact clip. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken clip was broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken parts - clip - hinge" was confirmed based upon the sample received. One broken clip was returned broken in half at the hinge. There was also one intact clip that was remaining in the cartridge. The intact clip was able to successfully load into lab inventory clip appliers and properly fire onto over-stressed surgical tubing. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
A clip was found broken at the hinge when the user attempted to ligate it during a laparoscopic colectomy. Therefore, he/she took it out of the patient body and and used a new cartridge to complete the operation.

Manufacturer narrative:
(B)(4). The device history review the product hemolok ml clips 6/cart 84/box lot# 73d2100032. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
A clip was found broken at the hinge when the user attempted to ligate it during a laparoscopic colectomy. Therefore, he/she took it out of the patient body and used a new cartridge to complete the operation.